Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12-jun-2018 with the following findings: during the investigation, a review of the black box showed evidence of multiple cs052 alarms. A 24-hour duration test was successfully completed with no call service alarms being duplicated. The pump¿s cover was removed, and internal moisture was found on the printed circuit board and the internal components.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.